Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. It occurred when they were doing a bolus. The customer¿s blood glucose level during the incident was unknown. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return.